Event description:
Premiere pro anti fog surgical mask lot cpn06-01 / man date 06-28-2024-- during a procedure, a piece of plastic from the surgical mask that the surgeon was wearing fell off the mask and into the patient's incision. The piece of plastic was removed in its entirety. Photos attached of box and piece that became detached.